Manufacturer narrative:
B5- the reporter indicated that a 12.6mm, micl12.6, -5.5 diopter, implantable collamer lens tore when implanting into the patients right eye (od) on (B)(6) 2021. The lens was removed and replaced within the same surgery and the problem resolved. It was reported that the cause of this event was user error and that the device did not fail to perform as intended. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter stated that a 12.6mm,micl12.6, -5.5 diopter, implantable collamer lens tore when implanting into the patients right eye (od). Lens was removed and backup lens was implanted. There was no harm to the patient. If additional information is received a supplemental medwatch report will be submitted.